Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14703, 2015691-2020-14704, 2015691-2020-14705, 2015691-2020-14706, 2015691-2020-14707, 2015691-2020-14708, 2015691-2020-14709, 2015691-2020-14710.

Manufacturer narrative:
This is two of eight manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from december 2015 to december 2018. For this reason, the first day of the reported study period ((B)(6) 2015) was used as the occurrence date. In this case, the exact  sheath model number is not available. Therefore, this report will reflect an unknown edwards transfemoral sheath. The possible PMA numbers associated with an edwards transfemoral sheath:  k093877- retroflex 3tm introducer sheath set; p130009 - edwards expandable introducer sheath set; p140031- edwards esheath introducer set. Please reference article: uchida, yasuhiro, et al. "Impact of skeletal muscle mass on clinical outcomes in patients with severe aortic stenosis undergoing transcatheter aortic valve replacement." Cardiovascular intervention and therapeutics (2020): 1-9. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Based on the limited information provided in the article, the cause of the vascular access complications is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through review of article ¿impact of skeletal muscle mass on clinical outcomes in patients with severe aortic stenosis undergoing transcatheter aortic valve replacement¿ regarding a  single-center study conducted on 71 consecutive patients who underwent tavr for symptomatic severe aortic stenosis from december 2015 to december 2018. The following procedural complications were noted in table 2: -during the procedure 4 patients had major vascular complications. Details of the events were not provided.